Event description:
It was reported to covidien that the upper part of the segments were sporadically missing, they did not light. A technician at the hospital found the cable from the display panel was not locked in. There was no pt harm reported.

Manufacturer narrative:
(B)(4). The serial number is unk; therefore, the manufacturer date is unk.